Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient has had issues with the system since implant. It was reported that the patient thought the device had been turned off and then on. The hcp also stated that it was possible that some of the leads were not working. It was reported that someone was coming out to interrogate the device. No complications were reported.